Event description:
A caller reported a cgm error, specifically error 42, which was associated with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset and guided the customer through the process. Following the reset, the cgm error did not reappear, and the customer successfully restarted their sensor session.